Event description:
It was reported that a blood infusion began on a pump when a hole with a leak was noticed. The customer reported that there was no patient harm. Although requested, no other information was received.

Manufacturer narrative:
The customer¿s report of tubing leak was confirmed. Visual inspection of the set noted that the pvc tubing had a slice cut approximately 22 ½ inches below the lower fitment. There were no other anomalies observed. Functional and pressure testing confirmed leaking from the slice cut in the vinyl tubing. The cause of the leak was due to a slice cut on the tubing. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that a blood infusion began on a pump when a hole with a leak was noticed. The customer reported that there was no patient harm. Although requested, no other information was received.